Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient alleged of feeling bad after using device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal part of the device was inspected visually and the manufacturer confirmed positive deposit of foam particulate on the fit tool. The device was provided power and provided airflow. There was no evidence of sound abatement foam degradation.